Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation and capsular contracture with baker grade ii on the left breast implant. As a result, patient underwent removal and replacement with a mentor memorygel breast implant 325cc gel implant, catalog # 3503251bc, lot # 7503094 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 58 year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation and capsular contracture with baker grade ii on the left breast implant. As a result, patient underwent removal and replacement with a mentor memorygel breast implant 325cc gel implant, catalog # 3503251bc, lot # 7503094 on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. During initial evaluation a rent was observed on the anterior aspect, measuring approximately 0.6 cm. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).